Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. (B)(4). Conclusion code: per dfu for this lens model, iol's are contraindicated of implantations of a lens in a patient under the age of 60 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a cc4204a,+18.0 diopter, intraocular lens in the patient's left eye (os) on (B)(6) 2018. It was noticed that the lens "would not center", so the surgeon removed the lens ans exchanged it for a 3 piece staar lens. The surgeon used a 2.75 blade for the initial incision, but had to use suture to close it. No other details were provided.

Manufacturer narrative:
Method: no additional similar complaint type events were found within the associated lot. Outcomes attributed to adverse event: it is corrected to "other serious (important medical events)" (B)(4)